Manufacturer narrative:
A wallflex¿ biliary rx stent and delivery system were returned for analysis. The stent was fully mounted into the delivery system. A section of the inner sheath could be seen exiting at the guide wire access sleeve. A visual and tactile examination of the returned device found no kinks along the length of the outer sheath. Evidence of some bunching/rippling were noted along the clear exterior shaft. The inner sheath has kinks along its length. A visual and microscopic examination found no issue with the profile of the reconstrainment band. During product analysis, the investigator was not able to deploy the stent and the inner sheath exited the guide wire access sleeve. No other issues were identified during the product analysis. The damage identified during the product analysis is consistent with meeting a resistance during deployment and excessive force having been applied to the shaft. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on november 04, 2015 that a wallflex biliary rx stent was to be used to treat a malignant stricture, approximately 4cm in size, in the hepatic portal section due to bile duct cancer during stent placement procedure performed on (B)(6)2015. Reportedly, the patient's anatomy not tortuous and had not been dilated prior to stent placement. During the procedure, a guide wire was inserted in the left and right hepatic bile duct. The physician began deploying the wallflex biliary rx stent in the right hepatic bile duct; however, the stent was pushed backwards toward the proximal side because the stricture was too tight. The physician was unable to place the stent in the right hepatic portal region. The physician attempted to reconstrain the stent; however, the stent could not be reconstrained on the delivery system. The wallflex biliary rx stent was partially deployed when it was removed from the patient and the procedure was completed with only one stent deployed in the left intrahepatic duct. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent was to be used to treat a malignant stricture, approximately 4cm in size, in the hepatic portal section due to bile duct cancer during stent placement procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy not tortuous and had not been dilated prior to stent placement. During the procedure, a guide wire was inserted in the left and right hepatic bile duct. The physician began deploying the wallflex biliary rx stent in the right hepatic bile duct; however, the stent was pushed backwards toward the proximal side because the stricture was too tight. The physician was unable to place the stent in the right hepatic portal region. The physician attempted to reconstrain the stent; however, the stent could not be reconstrained on the delivery system. The wallflex biliary rx stent was partially deployed when it was removed from the patient and the procedure was completed with only one stent deployed in the left intrahepatic duct. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.